Manufacturer narrative:
No observable defects could be found with the components itself. Measurements taken met design requirements. Co was unable to review the lot history of the subject product since the product's lot number was unavailable from the doctor's office.

Event description:
Distributor returned a broke abutment. No info was provided.